Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "damaged cable" was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications. The device failed visual examination due to a slit on cable with exposed wires. Connection of battery to the test-bed results in power to the controller, physical connections were stable. The most likely root cause of the reported event can be attributed to user physical abuse to the device. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient was seen for routine clinic visit and it was noted that the black outer casing on the battery cable had a tear in it and the red and black wires were exposed. Patient was unaware how the damage occurred. It was stated that there were no consequence to the patient and no issues with the exchange. No additional information available.